Event description:
Procedure: video-assisted thoracoscopic surgery (vats). According to the reporter: the resident fired the endo gia across lung tissue. The instrument fired, but would not release from the tissue. Doctor had to open another endo gia handle and purple 45 tristaple reload to free the previous endo gia from the pt's tissue. Doctor closed the jaws on the tissue next to the original stapler to staple/cut the tissue away. There was unanticipated tissue loss (approx 45mm x 15mm). There was no tissue damage. No reinforcement material was used.

Manufacturer narrative:
(B)(4).